Event description:
It was reported that bd conventional needles epoxy on needle. The following information was provided by the initial reporter: white deposits were noticed on 303262 lot 250305 that cannot be removed. Follow up response received on 18-june-2025: no one was harmed. The defect was detected before use. Only a single cannula was affected.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 250305. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, a needle was a drop of epoxy along the cannula surface was observed. Epoxy is the glue used to join the cannula to the hub component. This issue occurred during the assembly process due to a temporary stoppage or malfunction in the epoxy dosage machine. As a consequence, a higher quantity of epoxy was added and fell onto the affected cannula. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.